Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed during the procedure. The blocker was withdrawn from the body in the process before switching to manual hemostasis by compression. There were no reports of patient injury. The angle of 30-45 degrees was maintained for the delivery and retraction of the blocker, and the short sheath was retracted until the guidewire cover of the indicator was affixed to the handle and a click was heard, and there was a pulsatile blood flow out of the blood return indicator. After retracting the blocker and observing a significant slowing of pulsatile blood flow at the blood return indicator, the indicator window was observed, and the blocker was retracted more slowly. The indicator window changed from black-and-white to black-and-black and pressing the plug deployment button revealed that it could not be pressed. After reconfirming that both markers had appeared successively and keeping the indicator window black and black, the plug deployment button could not be pressed. The operator was trained and experienced in the use of blockers, and there was no significant tortuosity or calcification at the vascular puncture site. The patient was free of infectious disease and was not harmed. One non-sterile exoseal vascular closure device, 6f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "deployment lever (button) frozen/locked" was not observed through analysis of the returned device since the device achieved successful lever depression and full deployment during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed during the procedure. The blocker was withdrawn from the body in the process before switching to manual hemostasis by compression. There were no reports of patient injury. The angle of 30-45 degrees was maintained for the delivery and retraction of the blocker, and the short sheath was retracted until the guidewire cover of the indicator was affixed to the handle and a click was heard, and there was a pulsatile blood flow out of the blood return indicator. After retracting the blocker and observing a significant slowing of pulsatile blood flow at the blood return indicator, the indicator window was observed, and the blocker was retracted more slowly. The indicator window changed from black-and-white to black-and-black and pressing the plug deployment button revealed that it could not be pressed. After reconfirming that both markers had appeared successively and keeping the indicator window black and black, the plug deployment button could not be pressed. The operator was trained and experienced in the use of blockers, and there was no significant tortuosity or calcification at the vascular puncture site. The patient was free of infectious disease and was not harmed. The device will be returned for evaluation.